Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they needed help in programming the bolus. The customer successfully administered a bolus. The customer¿s blood glucose was 500mg/dl and currently blood glucose was 255mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.